Manufacturer narrative:
Failure analysis confirmed that the insulin pump was unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. The insulin pump will be returned for analysis.